Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with right ventricular oversensing episodes. Programming changes were made to prevent patient from receiving any inappropriate shocks. Patient did not receive any inappropriate socks. No surgical intervention was planned. The patient was stable throughout.